Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported the patient was euphoric, oversleeping and very clumsy for four to six weeks. It was indicated that every hospital the patient went to couldn¿t do anything with the pump as they did not have ¿tools¿ to program the pump. The patient did not receive help. The patient felt ¿groggy¿ and tired. A dose change occurred on (B)(6) 2013. The doctor lowered his dose. The dose on the pump was reduced by 50% (approximately 5 weeks prior) and then by 20 % (a couple weeks ago). It was indicated it has been the worst six weeks of the patient¿s life, withdrawing and overdosing from the pump. On (B)(6) 2013 the patient experienced a bad headache, spasms in their back, withdrawals, sweats hot and cold, his heart skips beat and then goes back to normal. The patient felt like they were on drugs. The patient believed something was wrong with the pump and the drug was leaking in the pump and going into his blood stream. The patient presented to the emergency room (ER) as his heart rate went "up the wall" and he was ready to pass out. The patient was told they ¿may die.¿ the patient¿s blood work and EKG were normal. The patient was sent home from the ER as they couldn¿t do anything for the patient. The patient was ¿out of it.¿ the next day the patient drove to physician¿s office. The patient was scared he would get into an accident due to the symptoms. The dose was reduced. Troubleshooting was being considered. The patient had several refills and there was no volume discrepancy. The patient wanted the pump explanted. On (B)(6) 2013 the patient started to feel that euphoric feeling again. The patient¿s quality of life was ¿hell the last 6 weeks.¿ the patient experienced spasms at the catheter tip site and behind the pump burst of spasms, dry mouth and bloody noses. The patient was now ¿feeling more normal again¿ was starting to have dreams, his hair is growing again and was getting gray, his nails are growing and the patient has been able to sneeze again. The patient was not expecting to withdraw even though the daily dose was reduced by 70%. Withdrawal symptoms were noted as retching, diarrhea, shakes, and it has been the "worst 6 weeks¿ of the patient¿s life, withdrawing and feeling like he was tied up in excruciating pain. Patient indicated that today was a day that ¿came out of nowhere¿ and the patient has been feeling ¿very high.¿ the patient has an appointment on (B)(6) 2013. The patient¿s hcp gave him vicodin for the withdrawal but the patient will only take advil as needed. The patient has been experiencing withdrawal for about four weeks. After a dose reduction the patient had a return of his sense of smell. The patient was losing feelings in his legs. The patient planned to contact their hcp the next day. The patient was seeking a physician to manage their care. The pump was delivering astramorph.

Manufacturer narrative:
The previously reported evaluation conclusion and device codes no longer apply if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-dec-09. It was reported that the patient had problems with the pump back in 2013. It was noted that the doctor did not know anything about the pump and the patient got very sick. The pump was reportedly installed wrong and they had to take it out in 2013. No further complications were reported or anticipated.